Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: a review of the pump black box revealed cs 052 and cs054 alarms. During test, the pump performed the ez-prime steps with no cs alarm occurring. The pump was unable to maintain power to complete the 24 hour duration exercise due to excessive current draws. The call service alarm was unable to be adequately investigated due to moisture damage and a short battery life. (B)(4).